Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the patient self-extubated and the ventilator did not alarm. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
No problem was found during on-site troubleshooting. No parts were replaced. The investigation consists of evaluation of received information and device logs. According to received information, the patient partially extubated and rrt found that the alarm settings were set too far off for the ventilator to register an alarm. According to received logs, during the reported event the set lower minute volume alarm limit was 2.0 l/min. In case of partial extubation as reported, the leakage might not have been so high to cause the expiratory minute volume to be below 2.0 l/min which explains why no alarm for low expiratory minute volume was generated. Leakage could also cause auto triggering resulting in higher respiratory rate. In this case the upper alarm limit for respiratory rate was 50 b/min which is too high and might be the reason to why no alarms for high respiratory rate were generated. It was not possible to confirm the measured values during the reported event since received trend log did not cover the reported date of event. However according to received information the rrt concluded that the reason to the lack of alarms was the set alarm limits. Test logs show that performed pre-use check 3 hours after the reported event had passed without deviation and technical logs did not contain any technical errors. The conclusion is that there was no ventilator malfunction. The lack of alarms was due to the set alarm limits. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).